Event description:
During a lower anterior resection procedure, when the device was fired, no crunch sound was heard or felt. The gun was too easy to fire as though no cartridge. No staples formed. There was no pt consequence reported.